Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose event with diabetic ketoacidosis. No blood glucose value was provided and no further details about the diabetic ketoacidosis were provided. The customer experienced no symptoms at the time of the event. The customer did not state how they treated the high blood glucose. The customer reported having issues with the insulin pump leading to the high blood glucose that included sensor issues. Troubleshooting was provided for sensor issues. Issue was not resolved. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.